Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the devices were received for analysis in good condition with no visible external damage or defects observed. Functional testing revealed that the device does not meet specifications. In addition, the unit intermittently loose the image when the lemo cable is slowly moved. The root cause of the failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-09718, 2134265-2013-09719. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback. No patient complications were reported and the patient's status is stable.

Event description:
Same case as: 2134265-2013-09718, 2134265-2013-09719. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback. No patient complications were reported and the patient's status is stable.